Event description:
It was reported that the insulation on the nim needle peeled off during the surgery. No info shows that any particles were left behind in the pt and there were no pt complications reported.

Manufacturer narrative:
Device was returned to the MFR for evaluation. Evaluation by the product development engineer showed that coating is peeling back on cannula. It is most likely caused by multiple insertions into hard bone. The root cause is under eval. In addition, no information shows that any particles were left behind in the pt. We are filing this MDR for notification purposes.